Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the stent was successfully deployed; however, there was difficulty removing the delivery system. The delivery system was able to be removed and the original stent remains implanted. There were no patient complications reported as a result of this event.